Manufacturer narrative:
Updated data: b5. Section d information references the main component of the system. Other relevant device(s) are: product ID evproplus-26. H2. H3. H6. Image review: pre-implant computed tomography (CT) imaging were provided and are affected by slice misregistration; therefore, all measurements should be considered estimates. The annulus measurement in the executive summary was obtained in diastole. Please note that systolic measurements may yield a larger aortic annulus dimension. The aortic valve is trileaflet with heavy calcification present on all cusps, which may have contributed to the dislodgement of the evolut transcatheter aortic valve (tav). The annulus perimeter measures 68.7 millimeter (mm), with a perimeter-derived diameter of 21.9 mm, supporting the use of a 26 mm evolut valve. Protruding calcification is noted under the right coronary cusp (rcc) and left coronary cusp (lcc), extending into the left ventricular outflow tract (lvot). Sinus of valsalva (sov) diameters, as well as sinus and coronary heights, are within recommended ranges. Additional calcification is observed in the sinotubular junction (stj). Aortic root angulation is 42 degrees. Ten still images were provided for review. The patient¿s executive summary was available, allowing for a comprehensive anatomical as sessment. After evaluating the executive summary provided, the patient¿s aortic valve was noted to be significantly calcified, with an annulus perimeter measuring 64.6 mm and a perimeter-derived diameter of 20.6 mm, suggesting suitability for a 26 mm evolut valve. Additionally, prominent calcium was observed extending from the aortic annulus into the left ventricular outflow tract. Available evidence indicates that, for reasons not clearly identified, the initial valve became dislodged into the ascending aorta. Attempts to reposition the valve using a snare were allegedly made but unsuccessful, and a second valve was subsequently implanted. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. No angiograms were available to confirm implantation depth prior to release or to evaluate potential aortic root damage or injury resulting from the repositioning efforts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the first valve dislodged towards the ascending aorta during deployment. The patient was rapid paced at 180 beats per minute (bpm). The deployment depth of the first valve was at 1 millimeter (mm). Following a second valve was implanted and mild paravalvular leak (pvl) was observed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second valve was a medtronic device, and the second valve could not be excluded as a contributing factor to the death.

Manufacturer narrative:
Updated data: a1. B5. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed as a standard for the implanting physician. Per the physician, the patient's death was not caused by the valve nor the delivery catheter system, but was caused by the patient's medical history including advanced heart failure secondary to severe aortic stenosis. The patient was also noted to be panvascular and anemic.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29 (lot: 0013102797); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged. An attempt was made to retrieve the valve using a snare; however, the valve remained in the ascending aorta. There was no further intervention/treatment. Three days following the implant procedure, the patient died. The reported cause of death was due to multi-organ failure.